Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Flickering image during angulation. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube was buckled; however, it is not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.